Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the issue resolved following the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient has 2 scs systems. This issue is related to the most recently implanted system. It was reported the patient began experiencing new left leg pain following the implantation of her second scs system which occurs regardless of stimulation but worsens with stimulation. A CT myelogram revealed no anomalies regarding the scs lead. Injections were given to no avail. As a result, the scs lead was explanted and replaced with a different model. No additional information is available at this time.